Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of an right ventricular (rv) lead the stylet could not be advanced all the way tho ugh the lead lumen. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.